Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that at a follow-up appointment, it was noted that this implantable pacemaker had declared a lead safety switch to unipolar mode due to elevated, out-of-range pacing impedance measurements (greater than 3000 ohms) from the right ventricular (rv) lead. Boston scientific technical services was contacted for review, and thorough recommendations were provided to assess the rv lead integrity via provocative maneuvers and isometrics. Should any abnormalities be observed, a lead revision procedure was recommended. At this time, this system remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that at a follow-up appointment, it was noted that this implantable pacemaker had declared a lead safety switch to unipolar mode due to elevated, out-of-range pacing impedance measurements (greater than 3000 ohms) from the right ventricular (rv) lead. Boston scientific technical services was contacted for review, and thorough recommendations were provided to assess the rv lead integrity via provocative maneuvers and isometrics. Should any abnormalities be observed, a lead revision procedure was recommended. At this time, this system remains implanted and in-service. No adverse patient effects were reported.